Event description:
It was reported that while the patient was sleeping their mobile power unit (mpu) stopped working. The patient switched to battery power. The patient was unable to get their mpu to work again. The patient brought their mpu to the clinic, and the ventricular assist device (vad) coordinator inspected the mpu's power cord to ensure it was tight and replaced the batteries. The mpu still would not power on so it was exchanged. It was noted that this mpu had been previously removed from service due to a kinked, frayed, and overly twisted power cord.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering up and damage to the power cord was not confirmed. The mobile power unit was not returned for analysis. Per provided information, the mobile power unit was exchanged due to the mpu not powering up. The mpu never worked again and was determined to be an old mpu that was previously taken out of service. The old mpu was brought to the clinic to check the connection while replacing the aa batteries and it did not function. The serial number of the old mpu cannot be provided. The old mpu with the unknown serial number was taken out of service due to the cord being frayed, overly twisted, and kinked. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.